Event description:
See also manufacturer report #6000030-2010-06823 for related issue. It was reported that during the patient's pump implant/revision procedure, it was not possible to aspirate all of the 'water" from the pump before implantation of the new pump. It was only possible to aspirate about 20 ml and inject 20 ml (of the 40 ml device capacity). As the patient was "open" and on an operating room table, implantation occurred before the event could be reported to the manufacturer. The patient was to be monitored. It was noted, after the serial number of the pump was checked, that the pump was not part of sm ii missing propellant safety alert. The patient's physician was informed that the drug could have been diluted and advised to use caution if a bridge bolus or a refill was considered. The patient was noted to be in good condition, but a bit flaccid. It was stated that the patient did not experience any therapy issues related to the inability to completely fill the pump. It was noted that the physician "only did a 20 cc fill, which was common in operating room." No actions were taken to correct the filling issue. It was later reported that the pump contained lioresal, and the patient received a 600 mcg dose at a concentration of 2,000 mcg/ml. No further details, patient symptoms or outcome were provided at the time of this report. Additional information will be filed as a follow-up report if it becomes available.

Manufacturer narrative:
(B)(4).